Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual states that an endoscopic leak test should be performed before manual cleaning. The user may not have run the leak test because the user did not report the leak. Therefore, the user facility may deviate from the instruction manual process. Olympus medical systems corp. (Omsc) assumed that the cracked distal end cover was caused by followings; -repeated reprocessing deteriorated the adhesive between the distal end and the distal end cover. -due to physical stress caused by user handling, the output distal end cover was deformed and a gap was created. Omsc also assumed that foreign matter under forceps elevator was caused by followings; -post-procedure user reprocess around forceps elevator was inadequate. -since the reprocess was not performed immediately after the procedure, the foreign matter adhering to the forceps elevator dried and stuck. And omsc assumed that missing light guide lens adhesive was caused by followings; -the adhesive peeled off due to deterioration due to repeated use. -the adhesive peeled off due to physical stress on the distal end. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The inspection of the device by (B)(4) also found followings; the valve was clogged in the suction cylinder. The suction cylinder was shaved. The adhesive for the light guide lens was missing. The instrument channel was clogged with foreign matter and the cleaning brush was caught. The control body was damaged. Leakage from the distal end cover was confirmed. The distal end cover was scratched. The adhesive on the bending section rubber was worn. The insertion tube was scratched and damaged. The suction cylinder nut was damaged. The brake lever was damaged. There was a scratch on the universal cord. There was play in the control knob. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that there was a crack in the distal end cover. In addition, a foreign substance that seems to be a body fluid was confirmed under the forceps elevator. There was no report of patient injury associated with this event.